Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified proximal posterior tibial artery using a 2.0 x 120 mm armada 14 balloon catheter. There was no resistance felt during advancement of the balloon catheter to the lesion. Reportedly, the balloon ruptured during the 2nd or 3rd inflation at 10 atmospheres. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.